Event description:
It was reported that pump experienced repeated malfunctions identified by malfunction alarm 12, with no notable events occurring before the alarms and prior similar issues already documented on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup pump and would use multiple daily injections if needed, while technical support confirmed warranty and shipping details, instructed customer to place pump in storage mode and return it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor, and replacement pump was sent.